Event description:
Soon after foley was inserted, urine leaked from the white air port. Staff did not remove the foley and patient was discharged with foley in place. Foley did not leak any after initial leak soon after being placed. There is believed to be no harm. Manufacturer response for catheter, urological (antimicrobial) and accessories, surestep¿ foley tray system bardex® ic complete care® (per site reporter): these have been reported to the manufacturer and the FDA by this facility a number of times.